Event description:
It was reported that when using the bd pyxis¿ es server orders was not crossing over the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all new orders were not crossing over to the pyxis and server. The technical support specialist dialed into the server, logged in, and verified that orders were showing for the first patient. The second patient was confirmed as discharged, which explained why their orders were not appearing. A query was run to check received messages with detailed processing and error information, and no errors were found. The specialist confirmed that the first patient¿s orders were visible at both the server and station. The system functioned as intended after the technical support specialist investigated the device.